Event description:
(B)(4) study. It was reported that post stenting treatment procedure, restenosis occurred. In (B)(6) 2011, CT was performed which revealed 75% stenosis of the previously placed 2.50mm x 24mm taxus express2 stent. In (B)(6) 2011 the patient was hospitalized and cardiac angiography was performed. Antiplatelet medication includes bayaspirin and plavix, ongoing. The following day the patient underwent pci and target vessel revascularization was performed. The lesion was 10 mm long with a reference vessel diameter of 2.5 mm and was treated with balloon angioplasty. Following treatment, residual stenosis with 0%.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).